Event description:
The pt was injected with radiesse on (B)(6) 2011 in the cheeks. Three 1.5cc radiesse syringes total were used. One 1.5ml per cheek was injected in the malar and sub-malar region. The pt had f/u visits on (B)(6) 2011 and (B)(6) 2011 and there were no problems. The pt called (the last weekend in (B)(6)) stating that she had hard areas in her cheeks that had started around the second week in (B)(6). You can see the nodules when she puffs her cheeks out with air and then blows or if she puts her tongue in the corner of her cheeks.

Manufacturer narrative:
(B)(4). On 10/19/2011 f/u info was obtained from dr. (B)(6): the pt came in for a f/u visit at the end of (B)(6). She still has lumpiness that can be felt but not seen. The area is not infected. The pt also has acne. Dr. (B)(6) put the pt on erythromycin (6 weeks) for the combination of the acne and lumpiness. Dr. (B)(6) also stated that he had prescribed doxycycline for the pt in (B)(6) but she did not tolerate it (stomach ache) so it was discontinued. He does not know the cause for this condition and has not seen it in his other pts. The device history record for the reported lot number was reviewed. All required testing specifications were met prior to release; there were no abnormalities noted.